Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge to clear the occlusion. Upon filling a new cartridge with insulin, resistance was met. Customer changed out the syringe needle and the cartridge was successfully filled. Customer's blood glucose was 180 mg/dl.